Manufacturer narrative:
Other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seals removed, a chipped top case and a non-OEM battery. A review of the event history log found a motor rate error. During the functional testing, the motor rate error was able to be duplicated during the occlusion test. The cause of the issue was found to be that the worm coupling, motor bracket, worm gear, lead screw and both clutch halves were dirty and worn out due to normal wear. The worm coupling, worm gear, lead screw and both clutch halves were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the medfusion pump exhibited a motor rate error. No patient injury reported.